Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 14 day of wear and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer received treatment of a glass of coke provided by a non-healthcare professional no further treatment details were provided. There was no report of death or permanent impairment associated with this event.